Event description:
A customer reported to beckman coulter (bec) that a clenz leak, of an undetermined amount, occurred while performing shutdown on the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The msds was not reviewed. There is an exposure control / risk management plan in place at the facility. The operator was wearing a laboratory coat, gloves and protective eyewear at the time of the event. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection to this event. No death or injury is attributed to this event, and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse did not confirm an active leak on the instrument. However, the fse indicated that the 204 tubing at the blood sample valve (bsv) was loose. The tubing 204 is located at bsv port number 4 and connects the red blood cell (rbc) diluent dispenser to the bsv for cross-rinse. The fse reattached the tubing and repositioned it to prevent collision with the probe assembly. The fse validated the instrument performance. Failure mode of this event was related to loose tubing number 204 at port 4 of the bsv. (B)(4).